Event description:
It was reported that during change out for eri, externalized conductors were observed. The lead was explanted. The patient was in stable condition after the event.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 10.3-10.4cm, 10.3-10.5cm, 10.5-10.9cm, 11.6-11.8cm, and 11.6-12.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.